Manufacturer narrative:
According to the field, the ICD will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise observed on the right ventricular channel causing pacing inhibition. System testing was unable to reproduce any noise. Surgical intervention was performed and the implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.